Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. We also received performance data collected from the device and have analyzed the data. Noise was noted. The average ventricular short interval counter (sic) count per day went from 16 in the previous (B)(6) to 90 in the most recent (B)(6). Oversensing was also noted. Nine non-sustained tachycardia (nst) events of less than 220ms were recorded between (B)(6) and (B)(6) 2011. (B)(4) the proximal segment of the lead was returned and analyzed. The outer insulation had a breached depression. It was also noted that the outer insulation had a cosmetic depression. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted that the outer insulation had a cosmetic depression.

Event description:
It was reported that both leads had oversensing, and raised sic (sensing integrity count) counts. It was also reported that on a return visit there were several fast oversensing episodes consistent with lead noise in both the atrial and ventricular chambers. The physician was informed and the decision was made for removal of the system as it could be that both leads have fractured or there may be a device header problem. The device was removed and the leads were cut and capped. A new system was implanted on the opposite side. No patient complications have been reported as a result of this event.